Event description:
A registered nurse reported they were able to register their pt successfully, however, when they went to verify their suction, the system stopped tracking. Checking the tracking details, they could see an axiem communication error. No impact on the pt outcome was reported.

Manufacturer narrative:
The part was returned to the MFR and found to have an electrical problem. After running for 10 minutes, the part displays low emitter drive current. There was a fault on coil 5, that was related to an open on coil 5. The part was replaced to resolve the issue.